Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient didn´t experience any warning symptoms, but when the patient was having breakfast in the morning, he suddenly passed out. The patient was found unconscious by his wife, who called the ambulance. When the paramedics arrived a fingerstick was done, the cgm was reading 98 mg/dl and the blood glucose reading was 33 mg/dl. The paramedics provided the patient with 15 mg of transcend glucose gels and the patient regained consciousness after 25 minutes. The patient recovered and as no further treatment was needed, the patient was not brought to the hospital. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.